Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that on 02/19/2019 this pacemaker showed according to longevity, signs of premature battery depletion and voltage too low for the projected remaining capacity. This pacemaker has been explanted and is no longer in service. This device has since been received for analysis and the investigative results are as enclosed.

Event description:
It was reported that on (B)(6) 2019 this pacemaker showed according to longevity, signs of premature battery depletion and voltage too low for the projected remaining capacity. This pacemaker is currently still service and is said to be closely monitored. The device is said to be sustained in functionality to schedule a replacement sometime in (B)(6) 2019. When additional information is provided, it will be provided in a new report. No adverse health outcome was reported.